Event description:
It was reported that, "patient was brought to the operating room for a poly exchange for instability. The #4 ps 13mm poly was removed with an osteotome. Thicker poly inserts were trialed until the patient was satisfactorily stable. A final implant was then inserted. A size #4 ps 22mm poly tibial insert was used."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.